Event description:
Caller reported that a malfunction occurred on a pump. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully reset it with no recurrence of the malfunction. The customer was instructed to continue using the pump and to contact technical support if the issue reoccurs, which they acknowledged and understood.